Manufacturer narrative:
The investigation into the reported ¿low pump flow¿ has been completed since the original report was filed. Product was returned for investigation. The device was visually inspected and found cannula kink and delaminated coils observed near outlet cage. There was no biomaterial and other abnormalities observed. As per clinical investigation, the during the procedure via cutdown to right subclavian, the impella sheath was inserted, and graft locks were secured. Left ventricle (lv) access was obtained using standard 0.035 j and al1 catheter. The 0.035 was exchanged for abiomed 0.018 and impella was backloaded over the wire. The impella was inserted into graft, but there was difficulty crossing subclavian with what appeared to be a high take off. After multiple attempts, inlet finally crossed the atrioventricular (av) node into the lv. The wire was removed and pump started on p2. A small circular matter not previously identified on echo at the inlet was noted. Pump moved up to p6 with suction. The pump pointed towards mitral valve and was repositioned. Successfully torqued mid lv. There were questionable clot calcification notes. Therefore, the pump turned off and removed. Decision was made to place the patient on peripheral va ECMO, but physician was unable to get vascular access. The patient¿s chest was opened for central va ECMO. During cannulation, the physician also noted significant calcification at aortic root. The most likely root cause of the low pump flow was the cannula kink that happened due to patient condition related because the patient had significant calcification and multiple attempted to cross the av to lv that caused the kink.

Manufacturer narrative:
The impella device was received from the customer and an evaluation is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 65-year-old female with cardiac index and rhythm issues was implanted with an impella 5.5 device for support. During the procedure via cutdown to right subclavian, the impella sheath was inserted, and graft locks were secured. Left ventricle (lv) access was obtained using standard 0.035 j and al1 catheter. The 0.035 was exchanged for abiomed 0.018 and impella was backloaded over the wire. The impella was inserted into graft, but there was difficulty crossing subclavian with what appeared to be a high take off. After multiple attempts, inlet finally crossed the atrioventricular (av) node into the lv. The wire was removed and pump started on p2. A small circular matter not previously identified on echo at the inlet was noted. Pump moved up to p6 with suction. The pump pointed towards mitral valve and was repositioned. Successfully torqued mid lv. There were questionable clot calcification notes. Therefore, the pump turned off and removed. Decision was made to place the patient on peripheral va ECMO, but physician was unable to get vascular access. The patient¿s chest was opened for central va ECMO. During cannulation, the physician also noted significant calcification at aortic root.